Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on his blood glucose meter. The consumer subsequently went to the emergency room due to the high results. The consumer did not experience a hypoglycemic event. During the call to customer support, it was revealed that the consumer does not control solution test before use their initial test strips as instructed in our directions for use. The meter and the test strips in question will be returned for eval.